Manufacturer narrative:
Device evaluated by MFR.: a visual and tactile examination identified multiple kinks along the length of the outer. Blood was also observed on the device indicating that it had been used in the patient. This type of damage is consistent with the application of excessive force to the delivery system. The device was received with the stent fully mounted onto the delivery system, however, the base of the tip and the distal end of the inner was partially exposed. No issues were noted with the tip. The stent was deployed without issue. A visual inspection of the stent identified no issues. There was blood on the stent; however, no issues were noted with the stent that may have led to the complaint. The markerbands were visually and microscopically reviewed and no issues were identified. It was noted that the holding sleeves were stained with blood. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. During preparation of a 18x90/10fr wallstent®, it was noted that the tip of the stent had come off. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that tip detachment occurred. During preparation of a 18x90/10fr wallstent®, it was noted that the tip of the stent had come off. The procedure was completed with a different device. No patient complications were reported.